Event description:
It was reported that the surgeon noted a vitreous tear after a cq2015a three piece collamer lens was inserted into the eye. The lens was removed and a vitrectomy was performed. Sutures closed the wound. The reporter stated the incident was due to the condition of the pt's eye.

Manufacturer narrative:
(B) (4) - no product allegation. Results: visual inspection of the returned product showed the optic was torn and there was a clear surgical residue on the lens. (B) (4).